Event description:
Patient scheduled for intra aortic balloon pump placement. Teleflex iabp 50 cc inserted. Upon fluoroscopy, balloon noted to not function appropriately. Current iabp(intra-aortic balloon pump) in question for recall.